Event description:
It has been identified that this record, mrn 9617229-2024-00507, is a duplicate of mrn 9617229-2019-20511. Please see mrn 9617229-2019-20511 for reportable events. Un-reporting the event previously reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. Information contained in this report was previously submitted via emdr manufacturer mrn 9617229-2019-20511. All information has been consolidated into this report.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device was explanted and replaced.